Event description:
(B)(4). Event took place in (B)(4) and has been reported to national health authorities. Description of the customer: yesterday on an obese and somewhat uncooperative patient for an acute cesarean section, I used a pajunk sprotte cannula 25g 90mm. Without violent behavior on my part, the cannula broke. I did not feel this as a snap but rather understood what had happened when retracting the needle out of the introducer for another try. I had hit bone on my search for the intrathecal space but not with any force. The cannula broke at the point where it leaves the introducer, quite possibly I bent it here. I did not redirect the introducer with the cannula tip distal of the introducer. I have performed over 800 central axial blocks. I got a new needle, successfully spinalized the mother and a healthy child was born in a few minutes. After the surgery, still in the theatre, a consultant anesthetist extracted the cannula by means of x-ray, scalpel, forceps and some added xylocaine when the spinal started to wear off. The most shallow part of the needle was 2cm deep of the patient's skin surface:.

Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the relevant records and the raw material files of the affected batch did neither indicate recorded quality problems nor rejections related to this incident. If any further information is becoming available, MFR immediately will inform FDA. If no further information is becoming available, MFR considers this file as closed. After conclusion of the data, we assume that the sprotte cannula was bent or kinked massively by local conditions (e.g. Pre-damage by bone contact) or due to physiological characteristics of the patient and is therefore broken ultimately at the exit point of the introducer cannula. A product failure cannot be confirmed with the available data.